Event description:
Cannula occlusion was reported as the reason for the inflow cannula repositioning operation. It was reported that on (B)(6) 2018, the patient experienced 3 symptomatic alarms.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient was admitted into the hospital with 3 episodes of asymptomatic low flow alarms as low as 1.8 lpm. Transthoracic echocardiogram revealed that there was no indication of right ventricular failure. Ramp echocardiogram was performed and speed remained unchanged. There were also normal filling pressures at that time. On (B)(6) 2018, it was reported that the system controller was exchanged and the low flow alarms reoccurred. It was also reported that the patient¿s blood pressure was under control and fluid status was normal. On (B)(6) 2018, it was reported that a surgical procedure to reposition the inflow conduit was performed. No additional information was provided.